Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away from heart failure. It was reported that the patient's outcome was not device related as the device operated as intended and there were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient expiration cannot be conclusively determined through this investigation. The heartmate ii left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 14nov2014. No further information was provided. The manufacturer is closing the file on this event.